Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a "suspected fluid accumulation" and they planned to do an exploration surgery. The patient had a headache. The medication in the pump was unknown.

Event description:
Additional information received reported the cause of the headache was a cerebrospinal fluid (csf) leak. Multiple holes were found in the pump segment of the catheter and both drug and csf were leaking into the pocket. A catheter revision was completed on 6/30/14. Dye was used to identify the leaks and the affected portion of the catheter was removed and the remaining catheter was spliced. Resolution of the event was unknown.

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n154988008, implanted: (B)(6) 2008, product type, catheter; product ID 8709sc, lot # n154988008, implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n154988008, implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n154988008, implanted: (B)(6) 2008, product type: catheter. Product ID 8709sc, lot# n154988008, implanted: (B)(6) 2008, product type: catheter.

Event description:
Additional information received on 22-mar-2017 from a legal firm indicated catheter failure and pump failure had occurred (no specific event date provided). The patient experienced withdrawal and had been hospitalized. Pump replacement surgery was performed on (B)(6) 2014 and catheter revisions were performed (B)(6) 2014. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the catheter (lot# n154988008) found a hole in the catheter body that was caused by the catheter connector pin.

Event description:
Additional information indicated that a catheter revision was performed and the catheter splice was replaced. The catheter splice appeared to have punctured the catheter sidewall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include:product ID neu_unknown_cath serial# unknown product type catheter analysis results for the pump and catheter (unknown) were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The pump and catheter were returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.